Manufacturer narrative:
(B)(4). The lot was manufactured october 27, 2015 - october 28, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. The intermate was filled with 100 ml of sodium chloride and tazocilline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.